Event description:
It was reported that both trial leads were pulled out. It was noted the patient was implanted with the trial on (B)(6) 2013. The reporter stated the patient bent down to feed their dog and both of the lead wires got caught on the door and they were pulled out. The reporter further stated they did not know when this happened, but thought it was either (B)(6) 2013. It was noted the patient saw their healthcare professional (hcp) the following day and the hcp stated everything was ok and the trial went well.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).